Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the patient impacted? Not really impacted, blood loss was contained. How much blood loss? Not sure, minimal. How was the bleeding controlled? Sutured closed. Was the patient given a blood transfusion? No. On what tissue type was the device used? At what location on the tissue? Stomach, 2-3cms from pylorus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? Black before and all green afterwards. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeons sutured closed the malformed staple line and continued without incident.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, and damaged drivers. The analysis found that one device was returned in good visual condition and with an ecr60t present. The reload was right side fully fired, left side outer row fully fired and two inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy the black cartridge on second firing with gore medical seam guard on anvil the echelon. Device reload only partially formed staples. Same like product was used to complete the procedure. The surgeon had to over sew the staple line to stop the bleeding. No more black cartridges were used to complete the procedure only green. The powered stapler was fine to complete the case. Delay in surgery one minute while the staff got the suture prepared.